Event description:
The patient's mother reported the tracheostomy tube was used for approximately one month when a leak occurred. The pt is ventilated at night and the cuff would not hold air and was getting an alarm on the ventilator. The tube was replaced. She also noticed that the pilot balloon area would be deflated. She thinks that the leak may be in the pilot balloon area.

Manufacturer narrative:
Return of the disposable cannula tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted. The MFR's directions for use states under: caution: the shiley tracheostomy tube is classified as a disposable medical device. Frequent and routine changes of the tracheostomy tube are recommended. The MFR recommends that the tracheostomy tube usage not exceed twenty-nine (29) days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by the attending physician. Recommended. The MFR recommends that the tracheostomy tube usage not exceed twenty-nine (29) days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by the attending physician.